Event description:
According to the customer on 6/6, "the doctor pulled the cautery device out of the patient's mouth and all staff were able to see a small fire on the tip of the cautery pen."

Manufacturer narrative:
According to the customer on 6/6, "the doctor pulled the cautery device out of the patient's mouth and all staff were able to see a small fire on the tip of the cautery pen. Crna reports it "looked like a match" and was about the same size as a match flame. The circulator placed the sterile water on the sterile field and scrub tech put the cautery piece in the sterile water to extinguish the flame. Staff reports the fire continued until the cautery piece was placed in sterile water. Immediately after device was removed from patient's mouth, crna and dr. Inspected the oropharynx, extubated the patient and performed another inspection of the anatomy. No injuries were noted. The doctor's operative notes stated there was no evidence of a flash burn in the mouth. The crna reports he and the doctor flushed the oropharynx with saline. No visible signs of burn or abnormality on the endotracheal tube. Crna reports patient was re-intubated with new supplies, without difficulty." A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.